Event description:
International affiliate reports that sensor was unplugged and after patient left and returned to playroom, patient received a mild shock (felt a tingle) when family member reconnected sensor to the icp express. Also, while walking down the corridor, the family member felt a zap from the wheeling stand. Customer believes shock may be result of static electricity buildup but is not certain.